Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 customer alleged insulin pump gave out insulin flow block alarms. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and faded serial number label. Pump¿s history and trace files downloaded successfully using thus software. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the insulin pump history on (B)(6) 2021 at 12:01am, 12:16am, 1:52am, 2:33am, 4:12am, 4:17am, 4:19am, 5:08am, 6:06am, 6:16am, 6:04pm, 6:10pm, 7:17pm, 7:27pm, 8:43pm, and 8:49pm during bolus. No motor error alarms noted during testing or in pump history files. Force sensor was measured and is within specification. No damage noted at the electronic assemblies during visual inspection. In summary, customer allegation for insulin pump receiving insulin flow block alarms was not confirmed during testing. However, no delivery alarms were noted in the insulin pump history files on (B)(6) 2021. No motor error alarms noted during testing or in insulin pump history files. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had reoccurring insulin flow block alarm. Trouble shoot was performed, but same issue happened. Customer cannot use other types of infusion sets due to the fact that they were allergic to plastic. Customer had tried all recommended trouble shooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.